Manufacturer narrative:
The analysis of generator is pending. If any additional relevant information is identified following completion of the evaluation, the additional relevant information will be submitted in a supplemental report. We are unable to determine a root cause for the reported event as the analysis of the unit is still in progress. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from the (B)(6), stating, "we have had a generator that has apparently blown. There is a h02 error code showing. This occurred after the machine would not power on and after the fuse was changed. The staff also mentioned it was smoking and they could smell smoke too." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).